Manufacturer narrative:
The reported oad received for analysis with the guide wire engaged in the device. The guide wire spring tip was found to be damaged and a section of the spring coils were separated and lodged within the driveshaft. Scanning electron microscopy was performed and found damage consistent with the spinning driveshaft having come into contact with the spring tip solder bond and coils. This contact likely resulted in the spring coils becoming damaged and seized within the driveshaft. The instructions for use (IFU) for the peripheral oad states "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." At the conclusion of the device analysis investigation, the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the guide wire. During treatment of the lesion, the oad became stuck on the guide wire and was unable to be detached. The device and wire were replaced to complete the procedure, and no adverse patient events were reported. When the reported device and guide wire were analyzed, it was noted that a portion of the guide wire spring tip had become detached and lodged within the oad. This was determined to be a malfunction based on analysis.